Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a peeled dso seal, worn uso seal, and a worn battery door. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. The device was found to over-deliver. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device drug delivery was inaccurate at greater than 6 percent of the programmed volume to be infused. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.